Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy electrode and the ECG electrodes. The area was described as some blisters and a skin irritation. The patient reported that a nurse recommended she use all skin barrier wipes to treat the irritation and that she had been using a barrier cream, all care cream, from her doctor's office. The final medical outcome of the irritation is unknown.